Event description:
It was reported that the user attempted to connect a new freestyle libre 3+ sensor to the ilet bionic pancreas, but the ilet continued attempting to connect to a previously removed sensor until the sensor settings were restarted and libre 3+ was scanned, after which activation succeeded and sensor warmup displayed. No clinical signs, symptoms, or conditions were reported, and blood glucose remained unchanged. Outcomes included successful sensor activation without alerts or alarms and no need for medical care. User support included guided troubleshooting and education to complete pairing of the correct sensor. Investigation of this case revealed the device had been attempting to maintain connection with the prior sensor, and resolution occurred after initiating a new start sequence and scanning the correct sensor. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to pairing workflow rather than a device malfunction.